Event description:
It was reported that, "the exeter stem loosened so the surgeon revised by re-cementing a new exeter stem."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.